Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2: median patient age at surgery was 9 years a.3b. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D.4. Product identifiers are unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Alexander eremiev, david b. Kurland, alexander t. M. Cheung, danielle cook, yosef dastagirzada, david h. Harter, juan rodriguez-olaverri, douglas brockmeyer, joshua m. Pahys, daniel hedequist, md,6 matthew oetgen, amer f. Samdani, and richard c. E. Anderson. 'Association between structural rib autograft and the rate of arthrodesis in children undergoing occiput¿c2 instrumentation and fusion'. J neurosurg pediatr 33:583¿590, 2024. Doi: 10.3171/2024.1.peds23419. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the association between structural rib autograft and the rate of arthrodesis in children undergoing occiput¿c2 instrumentation and fusion. The devices used were infuse and screws. Occipitocervical instrumentation and fusion is commonly used for the treatment of pediatric occipitocervical junction instability. Successful surgical stabilization is critical because occipitocervical junction instability can progress rapidly and result in significant neurological morbidity. Seventy-six patients were identified who underwent posterior occiput¿c2 rigid instrumentation and fusion. The median patient age at surgery was 9 years (range 1.5¿17.2 years), and 51% of the cohort was male. Further evaluated the cohort of 74 patients for whom data were available to determine if there was a fusion failure. Two cervical screws were used in the construct in the majority of patients (78%, 58/74). C2 pars screws were the most commonly placed (54%, 40/74 patients), followed by c2 translaminar screws (23%, 17/74 patients) and c2pedicle screws (15%, 11/74 patients). Unilateral instrumentation was used in 5% (4/74) of patients. The most commonly used bone graft was structural iliac crest autograft in 45% (33/74) of patients, followed by structural rib autograft in 42% (31/74). Structural allograft was used in 14% (10/74) of patients and morselized autograft or allograft in 15% (11/74). Recombinant human bmp was used in 41.4% (29/70 with available data) of patients. In the 74 patients with sufficient information available, 38% (28/74) of patients had clinical or radiographic evidence of fusion failure (95% ci 27%¿50%). Of those, 17.6% (13/74; 95% ci 9.77%¿27.84%) required a revision surgery and 15 patients (20%) had radiographic evidence of haloing (17.6%, 13/74) and screw breakage (3%,2/74). No other variables investigated in univariate analysis showed a statistically significant association with fusion failure. In this multicenter, multidisciplinary international study, it was demonstrated a 38% rate of fusion failure in children undergoing occiput¿c2 posterior instrumentation and fusion. Furthermore, this study showed a 73% reduction in the odds of fusion failure when structural rib autograft was used. Specific screw location, use of rhbmp, and etiology (including down syndrome) did not show any association with fusion failure.